Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed the device battery drop from full charge to about half within one day and could not use a mobile app to sync due to not having a smartphone. The user charged the device to full, and subsequent observation showed normal battery depletion. Symptoms included no adverse clinical effects, and blood glucose levels were unaffected. Outcomes included no injury and no need for medical care. Investigation included user follow-up and product-use education. Investigation of this case revealed normal battery performance after full recharge. It was concluded that the device functioned as expected following troubleshooting and education.